Event description:
A report was received that the patient's leads were explanted due to infection at lead site. The physician did not believe that the infection was device related and believed it was more likely an incision tear and not an infection. The patient was prescribed antibiotics and reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50 serial#: (B)(4) model description: linear 3-6 lead 50cm.

Event description:
A report was received that the patient's leads were explanted due to infection at lead site. The physician did not believe that the infection was device related and believed it was more likely an incision tear and not an infection. The patient was prescribed antibiotics and reportedly doing fine after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory